Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the left ventricular (lv) lead was found to be not capturing due to dislodgement. The lead was explanted and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.